Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During device preparation, the clip became caught on the clip introducer and the clip introducer tore. The clip and clip introducer were removed and replaced. The replacement triclip were successfully prepared and implanted. A second triclip is implanted successfully. The final tr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.